Manufacturer narrative:
A ge rep evaluated the system and replaced a worn battery in the uninterruptible power supply. System operates as intended.

Event description:
The customer reported the system will not power up. No pt injury was reported.